Manufacturer narrative:
The device alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation and power supply test failed during self-test during self test due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board, the device was monitored and is functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer blood glucose level was 193 mg/dl. Customer was able to successfully clear the alarm and able to complete pump rewind. Self rest did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.